Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection it was observed that the device has a cracked tank cover causing a water leak. The reported problem of disposable error was unable to be replicated during functional testing. The reported issue could not be confirmed as testing was unable to determine cause of the reported problem. No repair actions taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. (UDI number) is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is displaying disposable error. No patient injury was reported.